Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon impacted block with proper handle. Block broke into pieces standard block was used.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. The investigation determined the likely root cause of the event to be improper surgical technique. The surgical protocol, precis-sp-1, states to use make the distal resection using the distal resection guide and to check the resection surface for flatness following the removal of the modular capture and the distal resection guide. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon impacted block with proper handle. Block broke into pieces standard block was used.